Event description:
The target lesion was at the right coronary artery. The lesion was diffused and 90% occluded from previous poba procedure. Radial approach was chosen for the procedure. Pre-dilation was conducted with a 3.5x20mm balloon at 10atms. The first 3.5x18mm cypher stent was deployed at 18atms for 20 seconds distally. The second 3.5x23mm cypher stent was implanted proximally at 18atm for 16-30seconds. Finally the third 3.5x23mm cypher stent was deployed proximally at 18atms for 16-30 seconds. Post dilatation was conducted with a 4.0x20mm balloon at 18 atms. Inflation time is unknown. Following post dilation, timi flow became worse at the posterior descending branch. Increases in st were observed at 2, 3, avf and v4-6. To treat the slow flow, 1.25mg of verapamil hydrochloride was administrated, however, the flow would not improve. Therefore, intra aortic balloon pump (iabp) was inserted and the patient was carried to ccu. Forty-eight hours later the iabp was taken out from the patient. Timi flow improved and st were at baseline. The patient was discharged from the hospital without complaint of chest pain and on aspirin 200mg and ticlopidine hydrochloride 200mg. Physician's comment: the probable cause of this event is due to the fact that the plaque shifted to the distal vessel and embolized when the cypher stent were implanted. The event was due to the plaque embolize and not product related. The start date of antipatelet therapy is unknown.